Event description:
It was reported that the atrial lead was fractured from previous change outs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the lead was returned and analyzed. A proximal portion was received measuring 21.5 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation of the lead developed a breach due to a depression while in vivo. Product ID (B)(4) implanted: 2005 (B)(6); 5054-58 crdm non-defib lead implanted: 1998 (B)(6). (B)(4).